Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection on the returned samples identified a white fiber was embedded inside the packaging, outside the tubing, and not in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed on the tubing and in the bag of an exactamix vented, high-volume inlet. The pm was described as ¿black spots on the tubes and in the bag¿. There was no patient involvement. No additional information is available.